Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included scarring and adhesion. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("pain") and tooth disorder ("dental problems"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("back pain"). The patient was treated with surgery ((B)(6) 2017 surgical removal of coil(s)). Essure was removed on (B)(6) 2017. At the time of the report, the vaginal haemorrhage and menorrhagia was resolving, the dyspareunia, abdominal pain and back pain had resolved and the tooth disorder outcome was unknown. The reporter considered abdominal pain, back pain, device breakage, dyspareunia, menorrhagia, tooth disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2019: pfs received events "abnormal bleeding (vaginal, menorrhagia); device breakage; dyspareunia (painful sexual intercourse), dental problem, abdominal pain, back pain" were added. Outcome of event " bleeding" was updated as recovering and "pain, painful intercourse" were updated as recovered. Lab data, medical history were added. Reporter and patient information were added. Patient aka name were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.